Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument was defective. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable at input disk five on the proximal end. The instrument was installed on an in-house system and driven and exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master toot manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the yaw direction(s) and presented on three out of three installs, indicating a misalignment of the coordinate frames during the engagement sequence. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.